Event description:
It was reported that during the implant procedure of the lead, it was discovered that the distal coil seemed damaged. The coil seemed to be stretched out a little. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted and the sprint quattro defib coil was distorted.